Event description:
It was reported that the patient is experiencing pain, loss of "mobility and struggles to get out of the truck." Patient will follow up with his doctor because he has blood tests scheduled and an MRI. Additional information reported via sales rep: mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.